Event description:
It was reported that the distal end of the catheter area where the balloon is located was dislodged during a hemodialysis thrombectomy procedure. Retrieval attempt was performed to try and find the detached balloon, however, was not successful no patient complications. No patient injury reported.